Event description:
The customer's grandson called for assistance in priming the insulin pump and using the bolus wizard feature. It was also stated that the customer was in the hospital with diabetic ketoacidosis. The reported blood glucose reading was 427 mg/dl. The caller stated that the customer did not have time to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.